Manufacturer narrative:
The pump was returned to animas for eval. All keypad button presses did not activate desired pump functions during testing. It was also found that multiple presses are required to activate a response. During investigation, the up arrow key contact was observed to be misaligned. All keypad buttons did not have normal spring back. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint during eval, the display was faded upon start up, which has no effect on insulin delivery function.

Event description:
It was reported that the ok button requires several presses for a response. It was reported that the keypad is intact and the pump is not exposed to water.